Event description:
Boston scientific received information that the patient with this device suffered from twiddler's syndrome resulting in a lead dislodgement. As a result, a system explant procedure was performed. The physician decided to treat the patient's idiopathic ventricular tachycardia with prescriptive medication. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed scratches and a small dent on the external device case. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.